Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: (B)(6) 2025. Explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began on (B)(6) 2025. It was reported that they had suspected infection and there were no additional symptoms reported. The issue was not resolved and was still ongoing. The patient was hospitalized and the patient was on the way to the hospital today on (B)(6) 2025. On (B)(6) patient reported that they had infection and in a hurry to the hospital today. Advised to contact their doctor, if symptoms persisted.

Manufacturer narrative:
Continuation of d10: product ID 306001 implanted: (B)(6) 2025 product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). The hcp confirmed that the patient had infection and it was related to the device or therapy. When asked about the steps taken to resolve the issue, the hcp stated that the patient was treated with antibiotics on (B)(6) 2025. The follow-up with wound cleaning was on (B)(6) 2025 and infectious disease on (B)(6) 2025 and antibiotic infection through (B)(6) 2025. The hcp confirmed that the issue was resolved.